Event description:
It was reported that the pt experienced a sudden hearing loss on (B)(6) 2014 after visiting the dentist for a dental panoramic radiography (orthopantomogram) and the hair dresser for a new haircut. The pt put on her audio processor after her hair being finished and could not hear anything. No instruments, which could have harmed the implant, had been used by the dentist. And the hairdresser used a manual hair dryer. Additional info arrived on (B)(6) 2014 stated that the pt has a closed external auditory canal and that during the implantation surgery, a subtotal petrosectomy procedure was performed, with fat obliteration. New tests were carried out and as the pt is at the very limit of the vibrant soundbridge (vsb) indications, thus will be re-implanted in the near future with a cochlear implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.